Event description:
The clinic reported that this patient required two MRI scans following a road traffic accident (rta). However, over the next few weeks he noticed little benefit from his audio processor. The clinic would like to reassess if hearing aids are a suitable option for this user so there is no plan for any surgery in the near future.

Manufacturer narrative:
According to the received information from the field, a technical device failure is likely. However, to determine an exact root cause an investigation on the explanted device would be necessary. The recipient will try using hearing aids. For now the device remains implanted but not in use. This is a final report.

Manufacturer narrative:
Conclusion: device investigation results are indicative of a broken coil wire due to chronic implant movement which has led to device failure over time. The performed MRI scans may have contributed to the final breakage. Further a demagnetization of the magnet was reported, however this could not confirmed during device investigation. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The clinic reported that this patient required two MRI scans following a road traffic accident (rta). The user was wearing a helmet and denied any head trauma occurred. The device has been explanted.

Event description:
The clinic reported that this patient required two MRI scans following a road traffic accident (rta). During the 2nd scan (approx. 2 weeks after the first) he noticed sudden momentary feedback from around the implant site however, the user later reported that he was not sure if this was 'imagined' and there is no discomfort or movement around the implant site. The user was wearing both ear plugs and headphones during the scan. This didn't appear to affect him and he did not report this at the time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.